Event description:
Nurse reports that protonix dose infused in 1 hour 45 minutes instead of over 10 hours. Pump setting according to nurse: dose mg/hr = 8. Rate ml/hr = 10, vtbi = 79.8, hrlott = 7.59. Pump history log: (B)(6) 2014 11:02 given: 0.9 ml, 1/08 vtbi = 80 ml dose 8mg/hr, rate: 10 ml/hr, vtbi = 80 ml, given 0.9 ml; 1909: dose: 8 mg/hr, rate: 10 ml/hr, vtbi: 10 ml, given: 81 ml; 2009: infusion complete pump run kvo rate: 10 ml/hr user stop, vtbi o ml, given 91 ml, pump off; 2119: pump on emr: last administration(B)(6) 2014 et 1814 100 mls.